Manufacturer narrative:
(B)(4). Approximate age of device - 1 years, 8 months. A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists stroke, pump pocket infection, bleeding and death as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2015 due to hemorrhagic stroke. The patient had a chronic pocket infection that was probably surgical related that lasted for 10 months and was therefore in a hypercoagulable state. It was not believed to be device or device therapy related. The patient was at risk for clot due to infection. The patient's anticoagulation regimen was asa and coumadin, and international normalized ratio goal was 2 to 2.5. Prior to the patient's expiration, the patient was in the hospital on antibiotics. The pump will not be returned for evaluation.